Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son was trying to use the infusion set but since he was so thin, he faced bent cannula issue. Due to this, he experienced diabetic ketoacidosis, vomiting, high blood glucose level and rapid heart rate. He self-treated with a bolus using his pump. At the time of this incident, patient's blood glucose level was at 585 mg/dl. Subsequently, he was taken to the hospital and he was running high all day. He received fluids/line of insulin through intravenous route as corrective treatment. He stayed in the hospital for two days. At the time of this report, blood glucose level was at 90 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.